Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-00554. Follow-up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their leads removed.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-00554. The patient has multiple leads implanted for off-label use. This report is related to the lead implanted on (B)(6) 2011. It was reported one of the patient's leads is eroding through their skin. As a result, surgical intervention may be pending to address this issue. Both of the patient's leads are being reported because it is unknown which lead is liable.